Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem user guide: the cartridge user guide cautions that insulin should be at room temperature before filling a cartridge.

Event description:
It was reported that air bubbles were observed within the canister. Customer performed a supply change to address the issue. There was no reported adverse impact to the customer¿s blood glucose level.